Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Manufacturer narrative:
A ge service representative performed a checkout of the equipment. The power controller board was replaced and resolved the reported complaint. The power controller board was not available for root cause determination.

Event description:
The hospital reported that, during preoperative testing when ac power was disconnected, the unit shut down without an alarm. There was no report of patient involvement.